Manufacturer narrative:
Although the reported condition could not be duplicated, the repetitive on/off operation was recorded in the event log. The evaluation and repair of this unit has not yet begun. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht70 ventilator alarm silence/reset button light emitting diode (led) was blinking. The patient was transferred to another ventilator. There was no reported patient injury.